Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. The patient effects of hemorrhage, hematoma, and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this study investigated and compared the outcomes and safety of ¿pre-close technique¿ to surgical approach in patients with type iii aortic dissections who underwent thoracic endovascular intervention (tevar) with femoral access greater than or equal to 22 f sheath. A total of 96 patients whom had type iii aortic dissection and was performed tevar were retrospectively included in the study. Fifty-six patients had tevar with percutaneous approach and these patients are named as percutaneous thoracic endovascular intervention (p-tevar) group, and 40 patients had tevar with surgical approach and these patients are named as s-tevar group. Pre- and post-procedural data with complications and procedural data during tevar were evaluated for both groups and compared in between. The study concluded that there was no significant difference between s-tevar and p-tevar groups in terms of complications and technical success. Operating room time was significantly decreased in p-tevar group (p<0.001). Overall success rate for femoral approach in patients with pre-close technique was 94.6% and was 100% for surgical approach. P-tevar group had post-operative complications in three patients and s-tevar group had in four patients. Although some complications were noted with all vascular closure devices discussed, the complications specifically for the proglide device included (bleeding, hematoma, pseudoaneurysm, medical intervention [additional closure device, manual compression] and surgical intervention and a device malfunction of failure to achieve hemostasis]). The study concluded that total percutaneous approach with pre-close technique using pro-glide device is a safe and feasible method of femoral access in patients with type iii aortic dissections. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison between percutaneous and surgical femoral access for endovascular aortic repair in patients with type iii aortic dissection (preclose trial)¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article, titled "comparison between percutaneous and surgical femoral access for endovascular aortic repair in patients with type iii aortic dissection (preclose trial)¿. B3- date of event is estimated.